Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the sagittal split ramos osteotomy (ssro) operation on (B)(6) 2014, the surgeon had difficulty fixing the locking screw since the screw easily fell from the tip of the screwdriver in question. Eventually, by the use of a straight screwdriver instead, the surgeon could manage to fix the locking screw. It is suspected that the root cause might be wear of the tip of the screwdriver. The surgery was extended due to this event, the amount of time is undetermined. There were no reported adverse consequences to the patient. This is 2 of 2 reports for (B)(4).

Manufacturer narrative:
Additional narrative: manufacturing evaluation: our investigation shows that the screw recess is worn out. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information, we cannot determine the exact root cause. It is likely that a mechanical overload situation during use led to the wear and tear on the screw recess and finally led to the malfunction of the devices. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment not diagnosis. Actuality of device implantation is undetermined. The implant date is listed as (B)(6) 2014. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The part was not returned for evaluation. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.